Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having chirps or small alarms that do not show on the system controller, but the modular cable silicon was broken down a lot and was wrapped with rescue tape. The log files were submitted for review. It appeared that there were no data suspect of the pump cable or modular cable causing the chirping sound. Additionally, it was reported that the system controller and the modular cable was exchanged. The system controller power cords were both wrapped with rescue tape at the bend relief and the white cable at both ends. The modular cable had several spots wrapped in rescue tape. There were no issues with change out. They observed patient for 15 minutes with no symptoms. The patient was educated on what to call and watch for. The clips and batteries were cleaned. There was no further chirping at this time. The patient was not symptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unknown brief alarms was not confirmed via the submitted log files. Additionally, the reported damage to the bend reliefs and external jacket of the controller power cables could not be confirmed as no images of the damage were submitted for analysis and the controller was not returned for analysis. Review of the submitted log files revealed no notable events or alarms, and the pump maintained a speed within the expected range without issue. The root cause of the reported ¿small alarms¿ could not be conclusively determined through this investigation. Additionally, a root cause of the reported damage to the power cable could not be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. Section 10 of the patient handbook, ¿safety checklists,¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.